Event description:
The customer reported the system froze up when trying to send images to pacs, required a hard shut down. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos ad the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.